Manufacturer narrative:
Pump was received with motor error alarm during occlusion test due to faulty forced sensor resistor. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Unit had broken reservoir tube lip, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump fell causing reservoir compartment to crack. Customer's blood glucose was 380 mg/dl. Insulin pump would need to be replaced.